Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes capture, sensing and telemetry anomalies and inability to interrogate.